Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Technical services (ts) reviewed device data and confirmed that two alerts had been stored for this observation and noted that the general trend of shock impedance is stable with a slight lately increase. There are no unusual peaks, noise or oversensing associated, so ts explained that with the reported impedance vector breakdown it is likely there is no mechanical impairment affecting the coils or conductors, and indicated that in this case, it is most likely that the observations are related to a clinical related process like fibrosis, calcification or similar, but not a problem from the system itself. A troubleshooting guide was provided to exclude rv lead impairment, including performing commanded shock testing to assess the real high energy impedance of the lead. A patient follow up was scheduled, but at this time, no further information is available. No adverse patient effects were reported. Additional information was received. The patient attended the hospital and upon interrogation, it was found that the shock impedance was 195 ohms. Consequently, the physician made the decision to replace this lead, which was abandoned in the patient as extraction was not possible. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Technical services (ts) reviewed device data and confirmed that two alerts had been stored for this observation and noted that the general trend of shock impedance is stable with a slight lately increase. There are no unusual peaks, noise or oversensing associated, so ts explained that with the reported impedance vector breakdown it is likely there is no mechanical impairment affecting the coils or conductors, and indicated that in this case, it is most likely that the observations are related to a clinical related process like fibrosis, calcification or similar, but not a problem from the system itself. A troubleshooting guide was provided to exclude rv lead impairment, including performing commanded shock testing to assess the real high energy impedance of the lead. A patient follow up was scheduled, but at this time, no further information is available. No adverse patient effects were reported. Additional information was received. The patient attended the hospital and upon interrogation, it was found that the shock impedance was 195 ohms. Consequently, the physician made the decision to replace this lead, which was abandoned in the patient as extraction was not possible. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Technical services (ts) reviewed device data and confirmed that two alerts had been stored for this observation and noted that the general trend of shock impedance is stable with a slight lately increase. There are no unusual peaks, noise or oversensing associated, so ts explained that with the reported impedance vector breakdown it is likely there is no mechanical impairment affecting the coils or conductors, and indicated that in this case, it is most likely that the observations are related to a clinical related process like fibrosis, calcification or similar, but not a problem from the system itself. A troubleshooting guide was provided to exclude rv lead impairment, including performing commanded shock testing to assess the real high energy impedance of the lead. A patient follow up was scheduled, but at this time, no further information is available. No adverse patient effects were reported. The lead remains in service.